Manufacturer narrative:
The concerto coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per concerto coil instruction for use: if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, "in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hypo tube break indicator (hbt) 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Mdrs related to this event: 2029214-2016-00822, 2029214-2016-00823.

Event description:
Medtronic received information that during coiling treatment of internal iliac embolization, this coil would not able to detach with instant detacher. It was reported that physician tried two times to detached the coils with instant detacher but did not detach. The physician did not flushed between the coils. The patient was treated with more concerto coils and procedure completed successfully. No patient injury was reported